Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode. There were no patient consequences. Further information was requested, but not yet available.

Event description:
New information received notes that backup mode was suspected to have been caused by event queue overflow. The implantable cardioverter defibrillator was successfully reprogrammed.